Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. This rv lead was explanted. No additional adverse patient effects were reported. This supplemental report is being filed as update from product investigation was received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation on lead was confirmed. The lead insulation abrasion was noted and the abrasion was a long smooth abrasion. Also, there was a webbing damage from compression noted. Moreover, due to the location and type of damage, this appeared consistent with lead-on-lead abrasion coupled with crushing damage from entrapment within the clavicle first rib region. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. This rv lead was explanted. No additional adverse patient effects were reported.